Event description:
Resident was found with neck between split bedrails. Resident was assessed for vitals after removing neck from bedrails & found to have no vitals. Resident had metastatic stomach cancer & was a hospice pt. Death certificate states "asphyxiation by mechanical compression head caught between bedrails".